Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received five inappropriate shocks due to oversensing and changes in the patient's morphology measurements. No changes have been made and the s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. This s-ICD was explanted without the presence of a boston scientific employee and it is not available for return according to the field. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received five inappropriate shocks due to oversensing and changes in the patient's morphology measurements. No changes have been made and the s-ICD remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.